Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "through this, I come to inform you that we are having a lot of contamination from aerobic blood cultures. We request investigation of possible contamination in the bottle cap."

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "through this, I come to inform you that we are having a lot of contamination from aerobic blood cultures. We request investigation of possible contamination in the bottle cap.".

Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.